Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony sr models approved under p950029.

Event description:
A regular follow-up was performed on (B)(6) 2014 and battery impedance was displayed as 0.71kohms. This battery impedance value was reportedly out of expectation after 7 years and 7 months of device implantation. An analysis is requested.

Event description:
A regular follow-up was performed on (B)(6) 2014 and battery impedance was displayed as 0.71kohms. This battery impedance value was reportedly out of expectation after 7 years and 7 months of device implantation. An analysis is requested.